Manufacturer narrative:
The involved device was not returned to the manufacturing facility and the lot number is unknown. Therefore, the investigation was based upon evaluation of user facility information and reserve samples from 3 recent production runs with the same product code. Visual inspection confirmed there were no defects or anomalies. Functional and dimensional testing confirmed the product met manufacturing specifications. The production lot number was not provided by the user facility, which prevented review of applicable production or complaint records. Product specific trending for the past three years shows that there have been no similar reports. Although the cause of the reported event cannot be definitively determined there is no evidence that this event was related to a device defect or malfunction. All currently available information has been placed on file by quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4).

Event description:
The user facility reported that during a leg angiogram case the destination device fractured. Follow up communication with the user facility confirmed: (1) a 7fr. Destination device was used in the procedure; (2) the procedure was completed successfully; and (3) the patient is reported in stable condition.